Event description:
Siemens mammography unit, ce # 060-ce002766; function # 400-768493 clinicians are having problems with the ability of the device to target the appropriate sites for biopsy. This report involves 11 patients who needed to repeat or reschedule biopsies. Date range of issues 8/4/2021 to present. Device has been shut down 3 times within that time frame. The 1st shut down was from 9/28/2021 to 10/5/2021. Clinic requested additional training on the device; 2nd shut down was 4/22/2022 to 6/29/2022. Vendor did an equipment audit prior to using the device again. Third shut down was 9/2/2022 to present. Providers have lost confidence in the usability of the device. FDA safety report ID # (B)(4).